Event description:
During initial implant procedure, the helix of the leadless pacemaker (lp) stretched while entering the right ventricle. The leadless pacemaker was removed, and a new lp was successfully implanted to resolve the event. The patient was in stable condition.